Event description:
A patient was admitted for an esophageal fistula and was transferred to intensive care unit. This patient underwent ablation procedure on (B)(6) 2022 for persistent atrial fibrillation. The method used was pv isolation and posterior wall isolation. At the time of the procedure, there was no complication noted and there was no malfunction on any of the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported esophageal fistula could not be conclusively determined.